Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that hair was removed from the patient when removing the electrode. No additional information has been provided at this time.

Manufacturer narrative:
The customer returned nine unused devices that were part of the same lot for evaluation. The devices were visually inspected under magnification for damage and defects at the electrode hub. No abnormalities were observed. A torque test was performed on all devices and the peak insertion torque was found to be within the specification. No needles were found to be bent or deformed after removal. No visual defects were found on the provided samples. Based on the investigation performed, philips determined that there is no product malfunction, no product defect, and no record of deviations during a product history review. H3 other text : see h10.